Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
The customer reported: the pt eye went soft when she switched from proportional vacuum to 3-d mode. No harm/injury was reported. Add'l info was requested.